Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 42mg/dl which was treated with glucagon. Customer¿s current blood glucose was 246mg/dl. Customer states that they experienced high and low blood glucose. Further customer states that high blood glucose was of 390mg/dl and at that time current blood glucose was 211mg/dl. Customer performed troubleshoot for high and low blood glucose and found that insulin was exited at qr, displacement test was passed. Customer also reported blood at site. Customer advised to monitor the pump and blood glucose. Insulin pump will not be return for analysis.